Manufacturer narrative:
The pump has been returned to animas for eval. The eval of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the eval is completed, a supplemental report will be filed.

Event description:
The distributor contacted animas alleging that the pump buttons were missing parts of rubber with metal showing through. The distributor also mentioned that it was hard to work the up and down arrow buttons.